Event description:
The physician made an rx for a surgical intervention for a fistula and they noted the breakage of the tip with partial dislodgement of the product. They have removed the tip with a radiologically intervention from the right atrium. The device was implanted on the (B)(6) 2011 with an echo guided procedure. The device was used in chronic renal disease after using acute cvc and 6 arteriovascular fistulas.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of reud0805 showed no other similar product complaint(s) from this lot number.